Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) ((B)(4)) revealed no significant anomaly. The implantable neurostimulator (ins) passed functional testing. Upon further review, device code (B)(4) and patient code (B)(4) apply to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 13-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that during post op programming for a lead revision, the patient was not feeling stimulation even at high amplitudes. Intraoperatively, the patient was getting sensory and motor responses and the impedances were all within normal limits however because patient was not feeling stimulation postop, the mdt rep checked for impedance issues and all sets were outside normal limits (above 4k). The patient was taken back into surgery and when the pocket was opened back up the lead was no longer in the header of the battery. The doctor decided to replace the battery as he felt there was an issue with the screw and the issue was resolved. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The manufacturer representative stated that the lead was revised because the therapy was not improving for patient's oab symptoms. No further complications were noted or anticipated

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. No new information.